Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient has been experiencing ineffective stimulation since permanent implant procedure. In turn, the patient has requested the system be removed. No additional information has been provided at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicate the patient entire system was explanted on 06aug2021 to address the issue.